Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us cathete kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device remains implanted at this time and was not returned for additional evaluation and investigation. As no investigation was performed, a definitive root cause could not be determined for the alleged issue. The patient stated that they had visited a chiropractor and also had injured themselves while playing with their child around the time that they stopped experiencing pain relief. This was never confirmed to be a factor in the issue that was observed. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Information was received reporting a physician being unable to aspirate from the cap during a cap study. The patient had previously reported a lack of pain relief, but no volume discrepancies were observed. A CT scan was performed on the patient which showed the catheter to be in the correct position. Additional communication with the representative covering the issue confirmed that the physician plans to perform another cap study to confirm patency, but this has not been scheduled at this time.